Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-45 crdm non-defib lead, implanted (B)(6) 2005; 4194-78 crdm non-defib lead, implanted (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rwave size changed about ten months prior from a trend of 10-16 mv to 1.8 mv to 2.1 mv. It was discussed that the morphology of the rwave might have changed. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.